Manufacturer narrative:
Product event summary: the epg was checked and no problem was found. The cable was also checked, but no issue was found with the cable. The epg was determined to be working normally. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was returned for servicing. There was no patient involvement.